Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the chair is intermittently going into drive lockout mode.